Event description:
During evaluation of the heartstart xl by the philips field service engineer (fse), it was noted the device was unable to enter diagnostic mode by pressing softkeys 4 and 6 at the same time while switching the device on; the device, instead entered, entered configuration mode rather than diagnostic mode.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.